Manufacturer narrative:
E1: initial reporter facility name : (B)(6). The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the provided picture and video showed that there was an external leak from the drain bag sealing. The reported condition was verified. A potential cause for the event could be related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that one hour after starting treatment with a prismalfex set, the waste bag leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.